Event description:
A malfunction alarm with code "malf 16" was reported for the customer's pump, which could not be reset. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to utilize multiple daily injections (mdi) as a backup therapy for uninterrupted insulin delivery. It was confirmed that their pump was still under warranty, and a replacement pump was arranged to be sent out. The caller was advised on how to put the malfunctioning pump into storage mode and understood the process for returning it to tandem using a pre-paid label within 10 days.